Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury and subsequent surgical intervention. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for repair of a left inguinal hernia on or about (B)(6) 2010. A perfix plug was implanted to repair the hernia defect. It is alleged that the patient underwent an additional surgery on or about (B)(6) 2019 to repair and/or remove the defected mesh. The patient was injured severely and permanently. The patient has suffered and will continue to suffer physical pain and mental anguish. It is alleged that the patient suffered pain, disability, hospitalizations and additional surgeries. It is also alleged that the patient has suffered and continues to suffer from chronic pain, psychological stress, depression and has undergone and will likely require in the further other forms of care and medical treatments. It is further alleged that the device was defective.